Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update swit 22-aug-2024: when surgeon start activating the rf it did not show any signs of working. They disconnected and restarted the rf console but still nothing were working until they plugged in another rf item then everything was perfectly running. No pieces broke off inside the patient.

Event description:
It was reported that during a knee arthroscopy the item broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-9815 apollorf mp50, aspirating ablator lot number: 2303160 was received for investigation. Visual evaluation noted no problems with the exterior of the device and the electrode did not have any signs of usage. The device was tested before the memory was cleared and the screen showed, ¿probe already used/replace probe.¿ after the memory was cleared, functional testing was performed with saline water and the ar-9815 apollorf mp50 was found to work as intended. No problem found.